Manufacturer narrative:
Catalog number and UDI. No information has been provided to date. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that a cassette error occurred. The pump is working fine per the patient. The cassette error was no disposable pump wont run. The patient was advised to change the cassette and to do a new mix. The patient was involved and no injury was reported. There is no physical damage to the cassette and the cassette is available for return. The infusion is a life-sustaining event. The event was resolved. This incident happened three times within six months. The patient reported a pump malfunction within six months and declined a follow up from a nurse. The patient was unable to provide event dates. Additional information was received. There is two defective cassettes available for return. Pharmacy team is facilitating the return. No patient injury was reported.